Manufacturer narrative:
Mfg address line 1 = (B)(4).

Event description:
It was reported that an embolic stroke occurred. An impulse diagnostic guide catheter was selected for use in a coronary intervention procedure. The impulse took 4 mins to cross the valve. Eleven days post procedure, within the same month as the initial procedure, the patient experienced an embolic stroke requiring hospital treatment. No further patient complications were reported.

Manufacturer narrative:
B5: event description was corrected. B7: other relevant history was corrected. G1: mfg address line 1 = (B)(6).

Event description:
It was reported that an embolic stroke occurred resulting in memory loss. On (B)(6) 2022, an impluse (5f) diagnostic guide catheter was selected for use in a coronary intervention procedure. On (B)(6) 2022 the patient experienced an embolic stroke resulting in memory loss. No further patient complications were reported.